Event description:
(B)(4). Lethargy, low energy, fatigue, aching joints, stiff joints, muscle weakness, bloating and gaseous tummy, heavy periods, anemia (never had that before and no diet change), hot flashes especially at night, mood swings, sometimes I feel like I can't get out of bed... Imagine this is what is feels like to be 100 years old with arthritis... Was healthy with no problems each time I had really bad day with one or all of these symptoms I blamed it on working too much, homesickness, pending menopause... Recently things are so bad and I heard something about essure and decided to look up my symptoms and viola! Went to doctor, ultrasound says one essure coil has migrated into my uterus... She is from (B)(6) and says that they stopped using them there because of all the problems people were having. Oh ya - did I mention that I just found out that they used nickel in these things? I am allergic to nickel. No one ever mentioned that fact... I was told surgical steel. I am a nurse and would never had this done if they had said nickel! I have an appointment next week to discuss options to have them removed... Feels like it will end up being a hysterectomy. The exact reason why I got essure was to avoid surgery. I am working in (B)(6) so my hospital will be footing the bill... I feel so bad for women unable to get help because of what I am hearing is a refusal from insurance companies to pay related hospital expenses.